Event description:
The facility reported that they had an issue with opening channel "a." This event occurred after use. There was no pt injury or medical intervention association with this event. No additional info is available.

Manufacturer narrative:
The facility initially reported an issue with opening channel "a" on a pump. During eval by baxter the customer reported issue was confirmed by finding and invalid open channel "a" in the event history. The problem was determined to have been caused by a defective pump-head module keypad was replaced to fix the reported problem. The device was returned to the customer fully operational. This issue is being investigated under CAPA.